Event description:
A cre balloon dilatation catheter was used during an esophageal dilatation procedure in an adult pt (age, gender and weight unk) in 2008. According to the complainant, "when it was applied pressure (for) inflation.., it was noticed that the balloon was ruptured although [the physician] was able to introduce [it] into [the endo] scope smoothly," the dilatation procedure was completed with a different device (product and MFR unk). No complications were reported as a result of this event, and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
The suspect device has been returned, but the eval is not complete; therefore the cause of the reported balloon rupture is undetermined. A search of the complaint database revealed no add'l complaints for this lot. The march 2008 15-month cre balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no anomalies were noted.